Event description:
Boston scientific received information that the patient implanted with this device system suffered from bacteremia. A revision procedure was performed and the lead were explanted. The device was currently being used off label externally with a separate transvenous lead until the infection cleared. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.